Manufacturer narrative:
Patient demographics information is unavailable from the facility. Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was returned to the manufacturer for evaluation. The physical evaluation found that the coil was hanging out of the distal end of device. No actuation test was performed do to the fact that the broken tri-coil would not translate torque correctly. There was a large quantity of biological material present within the device. It appeared that the working length of the device had herniated behind the cutting mechanism. With respect to the barrel and sleeve, the tabs were not bent and were recessed to the barrel cam edge. The biological material within the device had increased the resistance between the barrel and the sleeve. The corners of the mechanism were intact, with material being seen on the edge of the barrel cam.

Event description:
It was reported that during a lead extraction procedure to remove 2 cardiac leads (ra, rv), damage to the device occurred. Reportedly, the physician encountered heavy calcific tissue at the subclavian/innominate area while advancing down the lead. There was reportedly lead on lead binding, and the physician was switching between the two leads. At that point, the device stopped actuating and had to be removed. Upon removal, it was observed that the inner coils were protruding from the end of the device. The patient was not harmed, and the procedure was completed successfully with a glidelight laser sheath.